Event description:
It is reported that the patient is alleging harm caused by the device, however, the nature of the harm is unknown at this time.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.